Manufacturer narrative:
Section d4: serial number was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had replace battery alarms in the history. The patient reported not hearing anything. The backup battery was reseated twice which did not resolve the issue, so the backup battery was ultimately exchanged, and the issue resolved. Additional information noted that other alarms were sounding appropriately.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a replace battery alarm and the controller not alarming for the event was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned. There were no log files, photos or other supporting documents submitted that would confirm the reported event. The root cause of the reported event could not be conclusively determined through this analysis. If any additional information is provided, the file will be reevaluated and reopened if necessary. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 11 volt lithium ion battery that was shipped with the controller (serial number: (B)(6)) was inspected and accepted in storage location on 18mar2022. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.